Manufacturer narrative:
B3: date of event: used first date of the month since exact event date was not provided.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 8mm emerge balloon catheter was advanced for dilation. However, the balloon ruptured. The patient was stable during the procedure.